Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found that the pipette assembly was dispensing into the microwells with a bias to the right. The x-arm of the pipette assembly was completely recalibrated. Six (6) lld contact springs were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.